Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during PICC insertion (using power PICC solo 3cg 4 fr), after successful puncture of the vein the guidewire was inserted into the vessel, about 5-10 cm and would not go any further. The PICC nurse attempted to remove both the needle and the guidewire from the vessel, but the guidewire became stuck a couple of centimeters in the patient¿s arm; needle was successfully removed. The nurse put ¿warmth¿ on the patient in case of spasm in the vessel. This did not help, as the guidewire remained stuck in the patient¿s vessel. The vascular surgeon was called to remove the guidewire; using force by pulling on the guidewire it was removed. The surgeon noted that the guidewire valve was stuck in the vessel. When guidewire was removed it was noted that the guidewire had ¿something¿ on the wire, surgeon alleges it was a piece of the valve. The guidewire was not curled or damaged.